Manufacturer narrative:
(B)(4). Additional analysis. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feeder shoe tang was noted to be bent; twelve clips were found on the clip track. Please note that the damage of the feeder shoe tang and the indicator failure are unrelated with the incident reported.

Event description:
It was reported that during a robotic prostatectomy procedure, the clip scissored when deployed from the device and would not ligate. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Jaws. The analysis results found that the device was received for analysis. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one jaw broke off at middle causing one clip partially formed. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.